Event description:
Correction to g3 of the initial medwatch. The aware date should be 08-feb-2021.

Event description:
It is reported two days after having an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope, the patient developed left septic knee prosthesis requiring medical and surgical intervention. Details and sequence of events as follows: the scope used has passed the arrowsite and protein check evaluations both before and after the procedure. (B)(6) 2021: outpatient ercp was performed using an evis exera ii duodenovideoscope for the indication of abdominal pain, common bile duct stone/sludge. The procedure was uncomplicated. The patient did not receive any antibiotics in endoscopy prior to the ercp. (B)(6) 2021: the patient presented to the emergency room with fever and left knee pain. On (B)(6) 2021, anaerobic blood culture was positive for clostridium perfringen, and the aerobic blood culture bottle was positive for haemophilus parainfluenza. Urine culture had no growth. (B)(6) 2021, left knee surgical culture and body fluid culture grew: few clostridium perfringens. The patient had high spiking fevers to 101.8 degrees fahrenheit on admission with an elevated white blood cell count of 19 thousand. A knee aspiration was performed and revealed pmn of 109,000. She was taken emergently to the operating room that same day by for a left knee irrigation and debridement with cultures being sent off. She eventually grew clustered perfringens in blood culture as well as in the left knee joint. She also grew haemophilus parainfluenza only in the blood culture. She was treated empirically with cefepime and then changed to ceftriaxone and flagyl until sensitivities came back. She had a history of penicillin allergy but did a penicillin trial which she tolerated well, and she was switched to unasyn and clindamycin. (B)(6) 2021: the patient underwent a repeat irrigation and debridement including a radical synovectomy as well as polyethylene exchange and closed over vancomycin powder. The patient tolerated both procedures well without complications and was transferred to home for further IV infusion care for a minimum of six to eight weeks, and deep vein thrombosis (dvt) prophylaxis of aspirin (a.s.a.) 325 mg twice a day. The customer stated they are fairly certain that the scope had nothing to do with the infection in the knee, but further stated there is slight concern however because the patient's blood culture grew the same microorganism as the patient's knee culture. The customer suspects that the patient had indolent infection for longer period of time and seeded her knee, and thinks the patient became transiently bacteremic during the procedure (as is typical of all patients with biliary pathogens) and had positive blood cultures as a result.